Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with an unknown saline breast implants smooth mentor and suffered from generalized illness symptoms and bilateral deflation. The patient experienced :¿ joint pain, tender breast, left side is larger than the right side, extreme fatigue, degeneration of joints, heart flutters, breast concerns, shortness of breath, body stiffness, extreme back pain¿. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.this medwatch is for the right breast implant.

Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2020, it was decided to remove deflation code from the left breast implant to more accurately capture the reported event. (B)(4).